Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) performed mechanical checks, replaced a reagent probe, adjusted reagent and sample probes, changed the gear pump head, and changed the air pump diaphragms. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 14 patient samples on a cobas 8000 c702 module. The customer was prompted to repeat patient samples as their evening qc was out of range. For sample 1, the initial phos2 result was 1.33 mg/dl. The sample was repeated the next day and the result was 0.90 mg/dl. For sample 2, the initial phos2 result was 1.3 mg/dl. The sample was repeated the next day and the result was 0.8 mg/dl. For sample 3, the initial phos2 result was 2.1 mg/dl. The sample was repeated the next day and the result was 1.3 mg/dl. For sample 4, the initial phos2 result was 1.95 mg/dl. The sample was repeated the next day and the result was 1.09 mg/dl. For sample 5, the initial phos2 result was 1.99 mg/dl. The sample was repeated the next day and the result was 1.10 mg/dl. For sample 6, the initial phos2 result was 3.64 mg/dl. The sample was repeated the next day and the result was 1.65 mg/dl. For sample 7, the initial phos2 result was 2.32 mg/dl. The sample was repeated the next day and the result was 1.01 mg/dl. For sample 8, the initial phos2 result was 2.79 mg/dl. The sample was repeated the next day and the result was 1.12 mg/dl. For sample 9, the initial phos2 result was 2.68 mg/dl. The sample was repeated the next day and the result was 1.06 mg/dl. For sample 10, the initial phos2 result was 2.96 mg/dl. The sample was repeated the next day and the result was 1.02 mg/dl. For sample 11, the initial phos2 result was 2.00 mg/dl. The sample was repeated the next day and the result was 0.64 mg/dl. For sample 12, the initial phos2 result was 3.15 mg/dl. The sample was repeated the next day and the result was 0.87 mg/dl. For sample 13, the initial phos2 result was 3.96 mg/dl. The sample was repeated the next day and the result was 0.84 mg/dl. For sample 14, the initial phos2 result was 6.8 mg/dl. The sample was repeated the next day and the result was 0.91 mg/dl.